Event description:
Procedure: recto-sigmoid resection w/colo-rectal anastomosis. Reportedly, there was bleeding from the staple line. This "hemorrhage" was after completion of application to the mesenteric pedicle. This required "re-intervention" to remove the blood clots and redo the hemostasis. Due to a haemo-peritoneum and a loss of red cells, second surgery done 2 days later. The patient left the hospital in good condition ten days later.